Manufacturer narrative:
Product analysis summary: kinks were evident on the transitional shaft and the hypotube. The stent was not positioned on the balloon between the marker bands as per specifications. The stent had moved distally on the balloon. Deformation was evident from the 4th to the 25th distal stent wraps with struts bunched. No deformation was evident to the distal tip. The inner lumen patency could not be verified with a 0.015 inch mandrel most likely due to hardened blood in the guidewire lumen. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to us a resolute onyx rx coronary drug eluting stent to treat a non tortuous, severely calcified lesion in the distal left anterior descending (lad) artery. The device was inspected with no issues. The lesion was pre dilated. Resistance was encountered when advancing the device. It is reported that stent deformation occurred in vivo during positioning/advancement through the calcified lesion. The procedure was completed using another resolute onyx stent of the same size. It is reported that the patient is alive with no injury.